Event description:
Caller reported pump screen went blank unexpectedly while the led was not blinking. There was no adverse impact to the customer¿s blood glucose level. Technical support sent a new wall adaptor and usb cable as corrective measures.